Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose was 3.5 mmol/l. Customer was playing in a bouncy castle at the time of the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive esc, act and up buttons due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corner and missing end cap sticker.